Event description:
It was reported that pump displayed a cartridge change error and customer was unable to snap new cartridge into pump even after completing filling and loading steps with support. There was no adverse impact to the customer's blood glucose level. Technical support guided customer through checking cartridge o-ring, cleaning pneumatic tap area, and attempting to reload cartridge, then escalated call to advanced support; customer was advised to rely on multiple daily injections while waiting for daughter to assist with further troubleshooting, and follow-up attempt later resulted in a voicemail left for the customer.